Event description:
The manufacturer received information alleging a bipap vision alarmed for a ventilator inoperative condition. The pt's blood oxygen level decreased and she was placed on a supplemental oxygen. The device has yet to be evaluated by the manufacturer. A follow up report will be submitted when the manufacturer has completed the investigation.